Event description:
It was reported that the generator received an error code 5 during the case. The instrument was re-torqued and still gave an error 5. The test tip was then tried and the passed both the pre-run test and test button. The instrument was re-attached and inserted into the pt. It was then noticed that the active blade was missing. The blade was found lying on the ground. A second device was used to finish the case with no pt consequence.